Manufacturer narrative:
The ventilator was investigated by our field service engineer. It was not possible to duplicate the reported event. The ventilator passed all safety and functional tests and was cleared for clinical use. Further information found that the cause of the alarms was low airway pressure from the user facility wall gas system. Review of provided ventilator logs confirm the reported alarms which were generated in conjunction with alarm for low airway pressure. There is no ventilator malfunction. The root cause was low airway pressure from the user facility wall gas system.

Event description:
It was reported that the ventilator alarmed for low expiratory minute volume and high o2 concentration. There was no patient harm. Manufacturer¿s ref #: (B)(4).